Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was sweating, fell down, and lost consciousnesss. The customer was unable to self-treat, and required third-party administration of rapid acting insulin by a non-health provider (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11,227 and 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. However, all results were not within the specifications. Poise voltage was within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was performed. A visual inspection was performed using a microscope on the returned sensor's pcba (printed circuit board assembly); no indications of damage or corrosion was observed. The puck's data was extracted and examined for potential sensor data corruption or irregularities in glucose readings. No anomaly was detected. A system measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Electrical current measurements were found to be within specified limits, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor. No abnormal errors were observed during testing. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was sweating, fell down, and lost consciousnesss. The customer was unable to self-treat, and required third-party administration of rapid acting insulin by a non-health provider (non-hcp). There was no report of death or permanent impairment associated with this event.